Event description:
Boston scientific received information that during a general change-out procedure, a physician experienced difficulty in disconnecting a lead from the header of this device. The setscrews of the device had to be moved several times and the seal plug looked slightly raised. The lead was eventually disconnected and the device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will not be coming back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.